Manufacturer narrative:
Other text: h6. Health effects, evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of the non-delivery of medication is an inappropriate spike in the bag. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump says 123.30ml of the medication were given but the bag was still filled. It is not known if the clamp was still closed on the set, but the pump did not alarm that there was pressure. No additional information known. No patient injury reported.